Event description:
The customer reported a leak identified during patient infusion of a 1000 ml eva gravity bag from an apparent "slice" in the product located on the bottom of the sample. As it was identified during patient infusion, a partial loss of container contents was reported. No adverse event was reported. The customer initiated medwatch report mw5152016 for this event. The sample was not available for evaluation. No additional information was available.

Manufacturer narrative:
The sample for this product complaint was not available for evaluation. The impacted sample lot number for this event was not available by the end user. Product undergoes pressure decay leak test sampling prior to final release. If a cut was made during the manufacturing process, it would have been evident during the filling process of the product and would have been visually identifiable prior to use by the patient. Given the limited information available for this event, no root cause can be determined. Should additional information relevant information become available, a supplemental report will be filed.